Event description:
Boston scientific received information that during the explant of this patient's device, the connector pin and insulation separated as the physician tried to free it from the device header. As a result, the lead had to be surgically abandoned. A new device and lead were successfully implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that only the proximal segment of lead was returned, and it was found to be severed at 8 cm from terminal pin; the proximal section only was returned. There were setscrew marks noted on the terminal pin and the terminal ring. The is-1 terminal pin was separated from terminal ring; medical adhesive (ma) was present, and there were some voids at separation site. The front and rear seal rings were slightly folded back. There was evidence of dried blood debris noted in front/rear seal rings and also at the separated location.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--